Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri) after being implanted 32.6 months. The longevity of the device was in question.